Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of over 1000 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Reportedly, the elevated bg level resulted in high ketones identified as dangerous by a health care provider, further resulting in diabetic ketoacidosis and a heart attack. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer updated their settings to address the event. Customer was discharged on (B)(6) 2026 with the issue resolved and no permanent damage reported.